Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to manufacture report 3004209178-2015-91025.

Event description:
It was reported that the customer was experiencing issues with the transmitter. Customer stated the light did not flash on the charger when transmitter was connected. Customer's blood glucose was 80 mg/dl. Customer stated that her doctor wanted her to go back using the sensor due to hospital visit. Customer experienced extremely low and high blood glucose over 500 mg/dl. Customer stated they called emergency medical services and gave her peanut butter sandwich. She started throwing up and was given glucose through a tube and went to the hospital. Customer stated her blood glucose maybe below 20mg/dl. Customer declined to do troubleshooting for high and was transferred to diabetes therapy consultant about getting new transmitter. No further information provided.